Manufacturer narrative:
This case is currently being evaluated by the manufacturing plant. A supplemental report will be submitted upon completion of the investigation. The complaint could not be confirmed. Additional information could not be obtained. A batch record review could not be performed due to no lot number being provided. This case and reported symptom will be monitored and trended for further analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
The FDA forwarded a medwatch mw5103374 to anika where a patient reported experiencing pain and was hospitalized after receiving a monovisc injection. It is unknown if the patient received any medical intervention. It is unknown if the patient's pain is related to the injection. It is unknown if the patient was admitted to the hospital. Additional information was not provided upon request. Additional information was solicited.

Manufacturer narrative:
This case is currently being evaluated by the manufacturing plant. A supplemental report will be submitted upon completion of the investigation.

Event description:
The FDA forwarded a medwatch mw5103374 to anika where a patient reported experiencing pain and was hospitalized after receiving a monovisc injection. It is unknown if the patient received any medical intervention. It is unknown if the patient's pain is related to the injection. It is unknown if the patient was admitted to the hospital. Additional information was not provided upon request. Additional information was solicited.